Manufacturer narrative:
(B)(4). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6197437. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined. Of note, CAPA (B)(4) have been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that at around 10:30 am, the nurse gave a vaccination with the suspect device. The nurse activated the safety feature and went to discard the device but part of the needle had bent and was not covered by the safety feature. This resulted in a needle stick injury to the nurse.